Event description:
It was reported that during a lap chole procedure, the device fired scissored clips. Two additional devices were opened, and the same thing occurred. Another endo clip was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.